Event description:
After treatment with juvaderm ultra with lidocaine to the cheeks, oral commissures and rings under the eyes of the pt experiencing swelling to the left lower jaw and a pea-shaped lump in the middle of the bottom lip. Unspecified antibiotics and anti-inflammatories were prescribed. The report was received approximately 3 months after treatment, however, there is no info regarding when the symptoms occurred or when treatment was given. Further f/u with the physician notes the pt had been lost to f/u and reporter has advised that no further info will be provided.

Manufacturer narrative:
(B) (4). Device eval summary: the batch number h30l521880 was released by qc according to defined specifications. All manufacturing steps and all physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered is conforming. The exact cause of the event is then impossible to determine.